Manufacturer narrative:
(B)(4).

Event description:
The customer reports the device is breaking up at the hub between the start of the peel away and the body of the sheath. It is also breaking in the middle of the sheath body.

Manufacturer narrative:
(B)(4). The customer returned one peel away sheath and lidstock for evaluation. The sheath was returned in three pieces; one side of the body was separated at the hub. Visual examination of the returned sheath revealed jagged edges at the point of separation on the sheath body, indicating excessive force. The two halves of the sheath were separated along the score line, as intended. The two halves of the sheath body measured to be 2.79" and 2.83", which is within specification. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip. Sufficient guidewire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire." The customer report of peel-away sheath separation was confirmed by complaint investigation. One half of the sheath body was separated from the sheath tab. Visual examination revealed this defect was caused by excessive force. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the device is breaking up at the hub between the start of the peel away and the body of the sheath. It is also breaking in the middle of the sheath body.